Manufacturer narrative:
Dealer stated that the seat of the 96-2 shower chair is beginning to crack and bow. The consumers age, height and weight are unknown. Page 1 of the owner's manual states that the weight limit for the 96-2 shower chair is 315 pounds. The dealer replaced the seat from his stock. No injury or medical intervention.

Event description:
Customer alleges seat is beginning to bow and crack. No injury alleged.